Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device repeatedly restarted. Critical errors 8 and 29 were observed in the error log. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device log file was provided for review. Review of the log file does confirm the customer's report of critical error messages. The customer's report of the device rebooting was determined to be a software timeout due to the abnormal amount of battery tests occurring. However, without receipt of the device we are unable to determine root cause from the device log files. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device's log showed repeated battery test messages and charging errors, likely due to depleted batteries causing the device to cycle power. A critical clock error (error 29) was also recorded, which would prevent the device from performing a rescue. During testing, the reported rebooting, charging error, and clock error could not be duplicated. The device passed all manual and bench tests without issue. Batteries and pads were not returned for evaluation. The main board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.